Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had unable to issue medication due to keys were not detected. A technical support specialist (tss) checked through medbank myqlink and confirmed that the keys were indeed at 0. The tss advised performing a cycle count and adjusting the count to 99. The customer acknowledged the instruction. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was not being able to issue an item due to keys were not detected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.